Event description:
Caller states that father received a result of 472mg/dl and took 20 units of insulin. She reports that father 'bottomed out' 5 mins after taking the insulin and that the paramedics arrived approx 30 mins later to test him at 36mg/dl on their device. She states that he was trnasported to the hosp and given glucose fluids to elevate his blood glucose. Caller states that cfather's blood glucose was 99mg/dl on the hosp device at discharge, while his device read 39mg/dl fifteen mins later. No qcs were used. Requested return of suspect device and replacement was sent.